Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient presented with fever and (B)(6) bacteremia and was diagnosed with lead associated endocarditis. There were no additional adverse patient effects reported. The product was explanted.